Manufacturer narrative:
The device was not returned for evaluation. Additional information was received: the case was performed on (B)(6) 2017. At that time, due to the patient complicated anatomy, they tried to cannulate the renal arteries but failed after several attempts. At the end of the day, they gave up the cannulation and final angiogram showed good clinical outcome with no endoleak and renal occlusion. They decided the patient needs to come back for follow-up after 1 month. Patient was discharged 4 days after procedure. Patient came back for follow-up after 1 month. CT images showed renal occlusion. Dr. Lin tried to do the cannulation and eventually cannulating both renal arteries and deploying the renal stents. Patient later came back to her hometown. She has done the ultrasound imaging during 6 months follow-up. Report showed both renal arteries patent and renal function is back to normal. It was confirmed that medical imaging would not be provided for this complaint. Work order (B)(4) was reviewed and appears complete and correct. The device IFU states: "inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." Potential adverse events: organ impairment/loss due to side-branch vessel occlusion (in particular, renal and/or gastrointestinal impairment/loss). Based on the information provided, there is no evidence that a device non-conformance or deficiency contributed to the complaint. From the information received in this complaint, the patient experienced renal occlusion because the physician was unable to cannulate and stent the renal arteries due to difficult patient anatomy.

Event description:
3 devices were implanted on (B)(6) 2017. The procedure information indicates that both the left and right renal arteries were not stented at the implant procedure. Additionally, the information indicates the fenestrated graft was deployed in the intended location, all devices were patent, no type I or iii endoleaks, no device integrity issues, no conversion to open repair, no additional procedures related to the device. At 1-month follow-up, occlusion of the left and right renal arteries noted on the cta performed on (B)(6) 2017. A secondary intervention was performed ¿ the reason stated as ¿bilateral renal arteries found to be occluded during 1-month follow-up, viabahn stent from gore was implanted.¿ several follow-up was performed and no issues has been noted from imaging or reported from the visit.

Event description:
3 devices were implanted on (B)(6) 2017. The procedure information indicates that both the left and right renal arteries were not stented at the implant procedure. Additionally, the information indicates the fenestrated graft was deployed in the intended location, all devices were patent, no type I or iii endoleaks, no device integrity issues, no conversion to open repair, no additional procedures related to the device. At 1-month follow-up, occlusion of the left and right renal arteries noted on the cta performed on (B)(6) 2017. A secondary intervention was performed. The reason stated as ¿bilateral renal arteries found to be occluded during 1-month follow-up, viabahn stent from gore was implanted.¿ several follow-up was performed and no issues has been noted from imaging or reported from the visit.